Manufacturer narrative:
The implant and event dates were provided with the follow-up report.the pacemaker is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this patient is pacer dependent. He arrived at the hospital because he fell in his house. They physician interrogated the pacemaker and found nothing unusual with the electrical measurements. An external EKG was performed and that is where loss of capture was found. The patient was brought back later, for another follow-up. The field rep was able to confirm that the electrical measurements were okay but something strange was detected in the iegm. The peak to peak of r waves were different in each pulse (sense/pace in bipolar). The implanted lead is over 13 years old. Impedance measurements are not stable for this kind of older lead. This pacemaker was implanted sometime in 2014 and remains implanted. This is all of the information provided to us. Should additional information become available, this event will be updated.